Event description:
Per the clinic, the patient developed a cholesteatoma resulting in migration of the electrode array. Explant and reimplantation is planned but it is unknown if it already has taken place at the time of this report (B)(6) 2012.

Manufacturer narrative:
Correction: the initial MDR submitted on september 24, 2012 was filed inadvertently. No device malfunction or serious injury has occurred. This report is filed october 17, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Eval summary: implanted device remains.